Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 125 sealed and 15 unsealed 22ga x 1.00in. Insyte autoguard units from lot number: 4229661. The 15 unsealed units were received retracted and with media, indicating use. The 15 used units were visually inspected but no damages to indicate retraction issues were discovered. A sampling of 20 representative units were selected for functional testing. The 20 sealed units were inspected by breaking tip adhesion, slightly advancing the catheter, and activating the button. A stopwatch was activated while the button was activated and then stopped when the needle was fully inside the barrel. A functional test showed that the retraction time exceeded the specification for some of the units. Your reported issue was confirmed for slow retraction. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive gel being dispensed into the device. A device history record review showed no non-conformance's associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
Additional information of fa#.

Event description:
Material # 381423; batch # 4229661. Verbatim: rcc received a complaint via email. Email(s) attached. On bd insyte autoguard IV catheters, needle is not retracting as it should. It either goes extremely slow or does not retract at all. This is happening on all catheters in the 2 cases (400 catheters) that we have on hand. Ref report: mw5162922. Catalog #: 381423; lot #: 4229661.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.